Manufacturer narrative:
The following devices were also listed in this report: unknown - size 5 left cr femur. Unknown_- size 5x13mm cs insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient required due to worsening soft-tissue problems related to some congenital comorbidities. The patella was not revised." Left knee. The rep may be able to verify the primary implantation date, but no other information will be available.